Event description:
Treatment of an aneurysm. During the deployment of the implant coil, it was reported that there was slight resistance as the coil was packed into the aneurysm. After placement of the implant coil, it could not be detached with the instant detacher or the manual method (an alternative detachment method presented in the instructions for use, u.s.). The coil was removed from the patient and the procedure was completed with a different coil without issues. No patient injury was reported with the patient as a result of the procedure.

Manufacturer narrative:
The pushwire was returned for evaluation broken into two segments and without the implant coil. The evaluation could not determine the cause of the event.(B)(4).